Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test.

Event description:
It was reported that customer was experiencing high blood glucose since she took off the sensor. Customer's blood glucose was 293 mg/dl. Customer reported that she had urgent care visit last (B)(6) 2015. Customer stated the she was running low and sensor kept alarming. Customer was not in an accident and was wearing the insulin pump at the time of urgent care visit. Customer stated that she was asked by the urgent care to speak with her healthcare provider. Troubleshooting was done for high blood glucose. It was found that the insulin pump did not pass the high pressure test twice. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Insulin pump was tested with water fill test reservoir. No air bubbles anomalies were noted. Insulin pump was programmed with test minilink and glucose sensor simulator. The sensor feature working properly. No cosmetic damage noted.